Manufacturer narrative:
H10: the involved unit was manufactured in 2012 and according to the analysis of the complaints database no further events have been reported in the past. Through a follow up communication it was learnt that the customer has received a loan unit and has shipped the defective evo to the manufacturer. The unit has not yet been received and therefore no investigation could be carried out. However, based on the investigation performed for similar cases, the reported malfunction can be caused by: a defective encoder; a faulty communication between the encoder board and the hva due to a defective internal ribbon cable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site. During the test performed on the returned unit, the reported error message was reproduced. The flat ribbon cable and encoder were replaced and the problem could be solved. Based on the above, a defective encoder and its flat ribbon cable were identified as the cause of the reported malfunction.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during priming. There was no patient involvement.